Manufacturer narrative:
The insulin pump had a missing retainer ring, cracked reservoir tube, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a cracked reservoir compartment. Customer's blood glucose was unknown. Customer will return insulin pump for analysis.